Event description:
It was reported the patient's blood glucose level rose to 350 mg/dl while wearing the pod longer than 48 hours. When removed from the infusion site (arm), the pod's cannula was found bent. Bleeding at the infusion site was also reported. Ketones were checked and found to be negative. As treatment, a new pod was applied, a correction bolus of 7 or 8 units was administered with a pen, and a temporary basal increase of 50% for an hour was set.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be bent. During investigation, the bend did not prevent the fluid from flowing through the fluid path and leaving via the distal tip of the soft cannula. No leakages were observed. The downloaded data did not show any timeouts or drive stalls during the pod's run. Although the exposed portion of the cannula was damaged, the timing and cause could not be determined. Additionally, blood was observed on the adhesive pad and welds. The cannula assembly and bottom housing were inspected and no damages or abnormalities were observed that could contribute to the reported bleeding/bruising. The exact cause of the reported bleeding/bruising could not be conclusively determined.